Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female patient underwent breast augmentation revision with mentor siltex round moderate profile 300cc saline breast prosthesis. Deflation of the right breast prosthesis was reported. As a result, the patient underwent bilateral removal on (B)(6) 2018.

Manufacturer narrative:
On 7/16/2018, mentor became aware that the reported product (lot #: 7286587) was not returned for analysis and attempts for clarification cannot be made since the customer declines to be contacted and no additional information was provided. No product failure analysis can be conducted and no determination of possible contributing factors could be made. Therefore, no corrective action is warranted at this time. As a result, we are closing this investigation. If wrong product clarification is received at a later date, within the lab product retention period, we will perform the investigation as appropriate. Manufacturer¿s reference number: (B)(4).